Event description:
It was reported via repair work order that the bed drifted due to a damaged stop on the drive tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.